Manufacturer narrative:
(B)(4).

Event description:
It was reported there were impedance measurements greater than 2,000 ohms on bipolar pairs. It was also reported the electrode pair 1-3 had an impedance reading greater than 2,000 ohms for the left implantable neurostimulator (ins) in (B)(6), 2012. It was noted the right ins impedance readings were greater than 2,000 ohms for all bipolar pairs. It was also stated the current measurements at the time of report and the previous measurements were between 9-12 microamps, which is possibly indicative of an open circuit. It was reported it had become harder for the patient to write, which had been a problem 'more so lately.' Additional information has been requested. If additional information becomes available, a supplemental report will be filed. Reference regulatory report #3004209178-2013-07302.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot# j0230913v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3387-40, lot# j0230913v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).

Event description:
Additional information stated, the cause of the event was unknown. It was also reported there were impedances greater than 2000 ohms on electrode combinations 1-3 and 0-3 on the left side and the therapy impedance on the right side was greater than 2000 ohms. It was noted there were no signs or symptoms related to the event and the patient did not require hospitalization. It was stated that even though the patient had abnormal impedances they still had good tremor control while using the same electrode configuration.